Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Estimated age. Patient age reported as (B)(6). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 7f sheath after a peripheral interventional procedure. Reportedly, the device could not be withdrawn. The lever was moved up and down several times but the foot would not close. The device was 'worked out' of the artery with one foot open. A foot break was observed after the device was removed. The broken foot remained in the artery. No attempt was made to retrieve the foot. Fluoroscopy was performed and no filling defects were noted. A 9f sheath was placed, but bleeding was present around the sheath. Two proglide devices were deployed but hemostasis was not achieved. One additional proglide device was deployed and hemostasis was achieved. Manual arterial compression was applied as a precaution. There was a 45 minute delay in the procedure. The physicians are reportedly trained in the use of the proglide device. No additional information was provided.